Event description:
Participant had anal hsil ablated on (B)(6) 2015. Participant arrived for follow-up study visit on 07/17 showing signs of aspiration and fatigue. The investigator asked him to go to ER that night because we thought it could be pneumcostis pneumonia. The participant waited until (B)(6) 2015 to go to hospital and they admitted him. The hospital released him on 07/23/2015 with a prescription to treat pvp. He will remain on that for another 2 months. The coordinator spoke with the participant on 08/04/2015 and he is feeling much better, even able to work. The investigator attributed the event to the participant not taking antiretroviral medication for at least the last 5 months. Hyfrector or electrocautery treatment of unrelated anal hsil. (B)(6) infections: unlikely. Noncompliance with art regimen: definite.